Event description:
The reporter stated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2006. About four days later due to excessive vault, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber depth. The lens was replaced with a shorter lens.